Event description:
It was reported that the pt complains of a lot of pain. Pt fell and cracked arm because of pain in hip and did not want to fall on already painful hip. Doctor is monitoring her with a lot of bloodwork and mris.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.